Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). Average of 180 v-sic per day since last session 194 days ago. (B)(4).

Event description:
It was reported that there was elevated sensing integrity counter (sic) and some non-persistent episodes due to oversensing of the right ventricular (rv) lead documented. In addition there is a threshold increase, so a lead dysfunction was suspected. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was returned in segments, analyzed and analysis was performed and no anomalies were found. The distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth. Lead returned in segments, helix returned retracted with tissue visible on it. No further helix testing possible.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.